Event description:
On (B)(6) 2012, the physician interrogated the ICD following a shock received by the pt. During the interrogation, therapies were displayed in the summary screen, but none in the aida screen (egm episodes could not be reviewed). The ICD was re-interrogated, but egms were still not available. The pt had a medical intervention on (B)(6) 2012, and since then he was in intensive care unit, so there was no external interaction possible, as reported. A message was displayed during the interrogation, related to an ICD reset on (B)(6) 2012. The physician wants to know whether the shock was appropriate or not.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.